Event description:
While preparing to switch to their back-up device (following a technical inspection alert on their primary device), they discovered that insulin had leaked inside of the device's insulin cartridge chamber. Patient stated that the leak appeared to originate from the rubber stopper in the base of the insulin cartridge. Patient indicated that, earlier in the day, the device had generated 2 cartridge/adapter alerts. Additionally, they cracked inside of the device. Patient stated that they shook the broken glass, and insulin, from the cartridge compartment, and resumed normal insulin delivery. At the time of the report, patient's blood glucose measured 200 mg/dl.